Event description:
Ventilator stopped cycling. Screen went blank in use (alarms sounded immediately) after stretcher was pushed fast off metal helipad ramp (ventilator hard-mounted to stretcher) significant vibration and shock. No harm to patient.